Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, (B)(4) on behalf of the MFR arjohuntleigh (B)(4). (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
On the night of (B)(6) 2011 or early hrs of the morning of (B)(6) 2011, the claimant was up late sitting in his living room as he did not feel ready for sleep. He had walked from his chair to his dvd cabinet on the other side of his living room and was returning to his chair when his right knee gave way and he fell to the floor. The claimant suffers from arthritis in both feet and his right knee and it was not uncommon for his right knee to give way. The claimant had been loaned an (B)(4) bed by (B)(4), which was a "minuet 2" in order to allow him to sleep downstairs following deterioration in his lungs in (B)(6) 2011. He fell down, on this occasion, near the foot of the bed. The claimant had intended to use the bed to aid him in getting to his feet. However, in attempting to get to his knees, his left leg, which was closest to the bed, came into contact with the bottom edge of the metal channel which supports the cot bars on the side of the bed. The claimant didn't realize that he had sustained an injury until he attempted to get to his feet and was unable to do so. The claimant summoned assistance using his (B)(4) personal alarm and the operator called an ambulance. As a result of coming into contact with this defect the claimant suffered a laceration to his left foot which was 12cm in length, 2.3cm in width and 1.6cm in depth. Following the incident our client was treated at (B)(6) and subsequently underwent a skin graft operation at (B)(6).